Manufacturer narrative:
Initial surgery happened in year 2011 but exact date of implant is unknown. (B)(4) neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. Product image review: submitted images appear to display corroded set screw.

Event description:
It was reported that patient underwent surgery due to scoliosis on an unknown date. Post-op, there was suspected infection and/or allergic reaction to the metal in the patient. Hence, a revision surgery was performed on (B)(6) 2017 to remove the hardware. The hardware was implanted 6 years ago. When removing the set screws, rods, and screws there was a black, ashy substance around the metal. The superior set screws of the construct were loose and one appeared to be corroded.

Manufacturer narrative:
Additional info: product analysis: optical and microscopic examination of the set screws identified severe pitting. Microscopic examination identified crystallographic pitting on the rod interface surface and in the face of the set screw consistent in location and surface morphology with crevice corrosion. The nature, location and surface morphology of the returned implants are consistent with anticipated in-vivo wear due to crevice corrosion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.